Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.